Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via company representative (rep) on 2016-02-24 that their implantable neurostimulator (ins) had turned on unexpectedly. They had not used the ins in approximately 5 years, as they haven't needed it for their pain. The battery level was okay, and the patient may have the device explanted since they were not using it. The therapy was turning on by itself. It was noted that the patient had magnetic sources on their belt/wallet clip, and the device also turned on when around drills. The patient's device did have a magnetic reed switch, but the status of the switch was not confirmed on the call. The patient stated that they had been experiencing this "for as long as they could remember". The reed switch was deactivated on the call, and the stimulation settings were all turned down to zero. The indication for use was post laminectomy pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.